Manufacturer narrative:
The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The balloon was returned inside the introducer sheath. The balloon was wrapped and folded with dried blood on the outside of the shaft. The shaft was broken 61mm proximal to the distal end of the device. The balloon was inflated using a syringe and needle. No leaks were detected. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.

Event description:
Complaint is reportable based on analysis completed on 03/05/2009. It was initially reported that the delivery balloon was difficult to pull into the sheath; however, the returned product showed the tip had detached. The express ld was successfully deployed in a kissing stent technique with another express ld stent. Then the physician attempted to pull the delivery balloon back into the proximal protion of the 6f sheath and the balloon would not fit. The sheath and deflated balloon were pulled out in unison. There were no patient complications as a result of this event. This product is only ous approved, but it is similar to an approved us device.